Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was intermittently undersensing possibly contributing to inappropriate event termination on stored electrograms (egm). The ra lead remains in use. No patient complications have been reported as a result of this event.